Event description:
It was reported that several cartridge alarms occurred during insulin delivery and during the load sequence. It was reported that the bg specific value displayed high but was unknown. A correction bolus via pump was administered to address bg level. Customer loaded a new cartridge to resolve the issue however the cartridge alarm recurred. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.